Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the noise and handpiece temperature assessments. Therefore, the reported condition was confirmed. It was determined that the device exceeded the reading of 118 degrees fahrenheit after 8 minutes run time, which is greater than the manufacturer specification (temperature shall not exceed 118 degrees fahrenheit). It was determined that the device reflected noise with a reading of 81 decibels which is greater than manufacturers specification (sound level must not exceed 76 decibels). During repair, it was observed that the small bearing was stuck in the nose tube and the locking components were all worn out. The locking components degradation is consistent with normal use and servicing over time. It was determined that the worn out components caused the noise and heat. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.